Event description:
It was reported the pt's programmer would not power up with the battery. The display was blank, frozen, and not responding. The pt, at the time, was downtown near potential emi sources. Once the pt was at home, she was able to activate her programmer without any further issues.